Event description:
On 4/19/93 pt was having eps to set ICD. There was found to be obvious problems of over-sensing of the pace/sense lead. During the or case the lead was found to have an insulation break.